Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the pt was diagnosed with anal cancer & pleural effusions, was under going radiation therapy & was receiving 5-units mitomycin through an implanted port. The catheter was placed in the pt's left upper arm. Pt complained of difficulty breathing immediately post CT injection of contrast media. Pt had previously complained to the nursing staff that she experienced pain with medication administrations & flushes to the peripherally inserted central catheter (PICC), but physician was not notified. A scout scan was performed prior to CT injection. The tip location was unk from this study. A previous chest x-ray reports the catheter tip termination mid superior vena cava (svc) & brachiocephalic. Pt developed hypopharyngeal hematoma status post contrast medial injection & was transferred to the intensive care unit for observation, possible intubation. At last report pt did not received intubation & is stable.